Event description:
It was reported that with a ventilator, while performing an acceptance test, there was no cycle. The unit keeps venting gas with constant high pressure alarm. This was a device recently received back from repair. There was no patient injury or adverse affects reported. The customer reported the catalog number of the item as p310ngb. Our records with serial number (B)(4) show catalog number 530a1167.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned in good condition. Faults at ventilator or subassembly level could not be replicated. The device passed all tests and functioned as expected; the complaint is not confirmed. Customer was provided with new device. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.